Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. A field staff request was made. The patient's daughter noted: "I don't know how to program this stimulator to make it work for my mom. She's having issues." Daughter reports no bolt, group 1 was checked, at 1.20. Regarding if the patient was feeling any stim or just the pain. "Just the pain." Was noted. It was reviewed that if the ins has been off, that would help explain return of symptoms. Daughter turned ins on. The patient noted the pain had not changed now that the ins was on. Daughter states "she's concentrating on her leg right now." Pain was also in hip and front part of leg. "She's reaching from the back part where the stimulator is and goes around the top of her thigh to the front of her leg." Pain had not changed with prog 2. It was noted that last night it was on 3. Patient services reviewed a new doctor was needed. Daughter states "she relating that to the pain in her hip." Regarding if the reporter wanted to try changing programs to see if that helps. "Ok." Changed to prog 2, sync'd, at 1.40. It was noted that the patient fell in sept '13, but the urinating was before the fall. "We can't get it set just right. She urinates all the time." Regarding if the reporter wanted to change to prog 3. "That's what I had it on earlier." Reporter had set various amps and patient noted it was throbbing, so the amp was decreased. The reporter did not know exactly how long before the sept '13 fall that the urinating symptoms came back. "I couldn't tell you. It's been that long. It's a constant problem with it. She not happy with it, wherever it is. She wears depends and will go thru 32 in 18 days." It was clarified that the ins had not helped since implant in 2009. "Right." Reporter planned all groups to zero and then turn ins off. It was noted that therapy was not working as expected. The reporter indicated he/she would like to meet with a representative for a device check and/or programming. The patient was (B)(6) and was now living with daughter. It was noted that the patient never had symptom relief and the patient's daughter believed any issue was somehow related to the device. The patient had severe pain from the ins, around their hip and down the leg. The patient did not have a doctor. Pt did fall in (B)(6) 2013, but no symptom control had been since implant. Daughter decided to set progs at 0.0 and turn ins off. It was also reported that compatibility guidelines were requested for the following: MRI. The area to be scanned was the head / brain. It was noted not related to implant. The reporter noted that the MRI facility called the manufacturer and said patient couldn't have one. Patient services advised that was out wrong - patient can have head/brain scan with her device under certain conditions. It was later reported that the reporter noted: "my mother has fallen in the last couple months or so. I'm thinking that something has happened to the device. Because it's not acting on her behalf. It's causing her more pain and problems. I can't get it programmed to where it suits her." It was noted that the event or symptoms occured following a fall. The patient fell "back at the end of september. But to be honest with you, it's not really done her any good for the last year." Regarding clarification of: "not really done her any good." , it was noted: "she's having to urinate more often than what I would think she should have to. She wears the depends and by the time she gets 5 feet from the bedroom to the bathroom she's already filled up that whole depends and still going to the bathroom." They hadn't been able to find an hcp (healthcare provider). It was noted that a manufacturer representative checked the ins about a year and a half ago but no one had checked it since. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot # v222578, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v222578, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient found a new physician. He was wonderful. He changed programs for them to program 3 and told her not to change it but she can increase stim up or down as necessary. She said she increased from 3.3 to 3.5 yesterday and the frequency got better but she is still going more than she would like. She is going to let her adjust to it and increase it again after the weekend if necessary. She also said that she is going to see him again on (B)(6) 2013 for a check-up and let him know how program 3 is working. She also said that there was no device issues found it was working just fine. She will need a battery replacement within the next year but nothing has been scheduled or anything. This is due to normal battery depletion. No device issues. The pain had resolved. The hip pain was unrelated to the device. The patient was still using depends at night and wet the bed once last night but it was better than what it was.